Manufacturer narrative:
The technician found the brake mechanism is the cause. The technician replaced the brake mechanism assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake steer is not holding. The bed is located in the warehouse at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).